Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported experiencing elevated blood glucose (bg) levels of 391 mg/dl after announcing a larger-than-usual breakfast as a ¿usual for me¿ meal. The ilet corrective algorithm delivered insulin corrections, and bg returned to range approximately three hours later. No symptoms, medical intervention, or hospitalization required.